Manufacturer narrative:
The correct serial nmber for this lead is (B)(4). Please retract this MDR 2938836-2013-0034. Duplicate report filed on (B)(4) 2013, 2017865-2013-0068.

Event description:
It was reported that externalized conductors were noted. A large clot formation at the site of externalization was also found via echo.

Manufacturer narrative:
(B)(4).